Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc was defective. Upon troubleshooting, fse found the defective flex vision pc and the flex vision computers startup process was delayed due to an internal fault and this delay caused the systems host pc to failed post (power on self test). The defective flexvision pc was returned to philips for analysis and found the faulty hard disk drive bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action medical device correction (z-1151-2024). To resolve this issue, fse replaced the flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
A flexvision pc was replaced. No harm has been reported to philips. Philips has started an investigation of this complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.